Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced moisture in the syringe. The following information was provided by the initial reporter: it was reported by the medical professional, drops of moisture were found in the products and the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary five loose 10ml syringes (p/n 301029) were received. The samples were visually evaluated. A small amount of moisture was present in the fluid path of the syringe and on the stopper. The moisture observed appeared to be silicon lubricant. The amount present was expected and the parts were acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the samples received were acceptable per product specification a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced moisture in the syringe. The following information was provided by the initial reporter: it was reported by the medical professional, drops of moisture were found in the products and the packaging.